Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that he was going to deliver 10.6 unit insulin with a maximum of 10 units. The customer was advised to review bolus history. The customer stated that the last bolus was at 8:05am with blood glucose of 382 mg/dl. The customer stated that 9 units were delivered. The customer declined to troubleshoot for high readings.